Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative reported that everything was previously explanted due to infection. Additional explant information is unknown.